Manufacturer narrative:
Upon visual inspection, the device was found to have corroded sockets. The device was repaired and returned to the user facility.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was running without user activation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.